Event description:
Implant placed 3/18/97. It failed and was removed 7/7/97. One person affected.

Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specifications. Conclusion remains the same for this case: the implant is not believed to be the cause of failure.